Event description:
It was identified that the stryker operating tables may move in the locked position on the new terrazzo flooring. It has not caused any harm and will take some force to move the table but has created a safety concern. Discussions with the manufacturer have taken place and they noted they are looking into a verified solution, but it will likely not be released for a considerable amount of time. They are unable to provide a manufacturer recommended solution at this time. An internal solution will need to be identified to mitigate any potential of the devices sliding on the new flooring.